Manufacturer narrative:
Date of report: 03/23/2017. This complaint is part of a retrospective review as part of a remediation related to CAPA (B)(4). The reported condition was confirmed. However, the tubing was not blocked. The needles were removed and fiber was found at the tip of the hypotube/ thermocouple assembly. Engineering and the supplier have examined all the manufacturing processes for the needles. Nothing in the supplier or manufacturing process would contribute to the fibers found. Although the root cause was found to be a user error, in other similar incidents, medtronic¿s investigation identified the root cause to be inadequate solder joint between the device¿s thermocouple and inner tube. All identified corrective actions have been implemented including retraining of the operators on the soldering process, revalidation of the soldering process, the addition of a new electrical resistance tester, and revalidation of the thermocouple test process. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the temperature of the tip became very high and the water flows too slow from the outlet pipe during a bipolar ablation procedure. The physician replaced another device to complete the procedure. Another device was returned to medtronic and evaluation found it to have a temperature unstable issue.